Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the display on their device goes blank and they are unsure if the device is able to function. As a result, defibrillation may not have been possible if it were necessary. There was no patient use associated with the reported issue.

Event description:
The customer contacted physio-control to report that the display on their device goes blank and they are unsure if the device is able to function. As a result, defibrillation may not have been possible if it were necessary. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and was able to verify that device's display becomes distorted and the device appears to be locked up, while logging event codes in it's memory. Physio replaced the user interface pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed user interface pcb assembly and determined the cause of the reported issue was due to an inoperative integrated circuit, designator u2.